Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The knob on the bar6640ivc bed rail broke off of the adjustable lock kit. Bed rail can no longer be raised and locked in place.